Event description:
Customer reported that they are unable to navigate to the main menu and the bolus delivery menu after a battery change. Customer stated that the act button on the insulin pump was unresponsive. Customer stated that the insulin pump may have been exposed to moisture from perspiration. Customer's most recent blood glucose reading was 189 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. The backlight functioned properly. Moisture damage found on lcd board. Insulin pump received with cracked case on display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.